Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that during the implant procedure, this right ventricular (rv) lead exhibited high, out-of-range pacing impedance measurements of greater than 4000 ohms. Different positions were tried but the impedance issue could not be resolved. A different lead was implanted to complete the procedure. No adverse patient effects were reported.

Event description:
It was reported that during the implant procedure, this right ventricular (rv) lead exhibited high, out-of-range pacing impedance measurements of greater than 4000 ohms. Different positions were tried but the impedance issue could not be resolved. A different lead was implanted to complete the procedure. No adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported high, out-of-range pacing impedance measurements. The lead passed electrical testing.